Event description:
The patient was unable to adjust his stimulation. The patient programmer display showed "call your doctor" icon/por (power on reset). The patient was able to clear the por and the issue resolved. The patient also reported intermittent stimulation when he changed positions. The patient was at home and was planning to call for reprogramming. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)